Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report from a published clinical report stating the cuff on the tracheostomy tube had an air leak. The publication reported the patient experienced a prolonged hospital stay and trauma to the anterior cartilaginous tracheal wall.